Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation and patient death occurred. The very eccentric target lesion was located in the heavily calcified left circumflex artery into an obtuse marginal branch. A 1.25mm rotalink¿ burr was selected for use. During the procedure, upon making 4 passes through the diseased area, patient's blood pressure dropped significantly and it was noted that there was a significant perforation in the vessel. Physician performed balloon tamponade unsuccessfully which prompted the patient to be emergently operated. The patient died en route to the operating room due to complications of the procedure.